Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(6). Approximate age of device- 41 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with gastrointestinal bleeding (gi). On (B)(6) 2016 an upper endoscopy (egd) requiring 5-6 jejunal arteriovenous malformation (avm) and argon plasma coagulation (apc). A capsule endoscopy performed on (B)(6) 2016; status posts a push enteroscopy with ablation of one jejunal avm. The patient was transfused with 4 units of packed red blood cells (prbc) in a 24 hour period with a total of 10 units given. Anticoagulant at the time of event was aspirin. The patient was discharged home on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A direct correlation between the reported event and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.